Event description:
(B)(4) clinical study. Same patient as 2134265-2011-03342, 2134265-2011-03343. It was reported that following a coronary artery stenting treatment procedure the patient experienced a stent thrombosis and restenosis. The target lesion was an in-stent restenotic lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation, and placement of a 3.00 x 12 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2002, the patient experienced in-stent restenosis, stent thrombosis, and myocardial infarction.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).